Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they were stapling in a laparoscopic procedure, they pressed the green button but they were unable to squeeze the handle and the device was unable to fire. They used another manual stapler with the same lot number to complete the case. There was no patient injury.